Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #: (B)(4) returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-40-user's test strip had poor fill. Test strip UDI#: (B)(4). Note: manufacturer contacted customer on 2/20/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that they received the replacement product however they didn't start to use it yet. No symptoms or medical attention reported since the last call.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is below 140mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call on 02/07/2019, a blood test was performed by the customer and produced test results of 170mg/dl and lo fasting using true track meter. The test strip lot manufacturer's expiration date is 4/30/2021 and open vial date is 2/7/2019. The meter memory was reviewed for previous test result history: result 1: 558 mg/dl, date: 2/6/2019, time: 9:01 pm, fasting. Customer called in for assistance with error message on meter. While performing blood glucose test, customer got the lo result. Customer was only concerned with the lo result and not the high result in the meters memory. Customer just got the meter 2 days ago.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-40-user's test strip had poor fill. Test strip UDI# (B)(4) note: manufacturer contacted customer on 2/20/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that they received the replacement product however they didn't start to use it yet. No symptoms or medical attention reported since the last call.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is below 140mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call on (B)(6) 2019, a blood test was performed by the customer and produced test results of 170mg/dl and lo fasting using true track meter. The test strip lot manufacturer's expiration date is 4/30/2021 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1: 558 mg/dl date: (B)(6) 2019 time: 9:01 pm fasting. Customer called in for assistance with error message on meter. While performing blood glucose test, customer got the lo result. Customer was only concerned with the lo result and not the high result in the meters memory. Customer just got the meter 2 days ago.